Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, erythema, slight tenderness diagnosed as probiotic biofilm and delayed nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling for the reported events of skin irritation, edema, erythema and pain: "undesirable effects. The patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list). Inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week. Indurations or nodules at the injection site". This MDR is being submitted late. CAPA (B)(4) had identified an error in the categorization of the device clearance status resulting in a no filing decision. The root cause was identified that the PMA/510(k) clearance identification process was not robust. A corrective action of adding the 510(k) /PMA clearance status into accessible trackwise fields is being implemented. As an interim control, weekly reports are being run to identify any errors, prior to MDR filing timeline requirements.¿

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® xc in the cheeks and tear trough. Prior to injection, the patient was given emla and "tape water gauze" to wipe post injection. Six months later, the patient developed "swelling, erythema and slight tenderness" that was diagnosed as "probiotic biofilm" with delayed nodules in the cheeks. Patient was treated with doxycycline , ciprofloxacin and erythromycin. Symptoms resolved 2 months later.